Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump display was blank. Customer blood glucose reading was 169 mg/dl. Troubleshooting was performed. Customer inserted new aa battery but the display stayed blank. Customer stated the insulin pump was not damaged. Insulin pump will be returning for analysis.

Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm. Insulin pump powered up after battery installation. No blank display noted however, the insulin pump was received with critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly. Insulin pump was received with scratched case, case cracked behind the insulin pump near the battery compartment, cracked battery tube threads, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.